Event description:
Customer's wife reports lancet sticks out while using the softclix lancet device. Wife reports she does not know if lancet was protruding before or after firing. No accidental stick reported. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.